Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address wound healing issues, infection and femoral stem loosening. Update rec'd 8/31/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal debirs, pain, and limited mobility. A doi has been added. The head and liner are now being reported to address general allegations of metal on metal. Update 12/21/15-pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported doi of (B)(6) 2010 and medical records confirmed same, doi will be updated. Pfs reported difficulty walking, pain, red lump at incision line, drainage on scar lump (B)(6) 2015, infection discovered (B)(6) 2015 during implant removal, left hip issues causing right leg to deteriorate and the patient has no left hip joint and hip damage related to removal process. Medical records reported a psuedotumor, draining sinus at mid-portion of lateral hip incision, septic granualtion tissue, minimal staining of tissues related to metal, nonunion of the greater trochanter and abductor muscle deficiency related to prior injury, surgery, and infection. Pathology reports metallosis, necrosis, inflammation in tissues. The components were removed and antibiotic cement spacers placed. The labs results for metal ions were less than 7 parts per billion and not reportable. Medical records reported femoral stem was removed easily without bone loss but did not state it was loose. The screws will be added to the complaint for infection and will be reported since infection was now confirmed. The cup will also be reported. The complaint was updated on: jan 12, 2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head, liner, and the (B)(4) bone screw. Per procedure, the femoral head and liner are exempt from device history record review. Device history records were reviewed for the bone screw and no related manufacturing deviations or anomalies that would have contributed to the reported event were identified. No other reports were found against the remaining product/lot code combinations. The patient was implanted with depuy devices in (B)(6) 2010 and revised for infection in (B)(6) 2015. It is not reasonable to conclude the devices contributed to the patients reported infection 5 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address wound healing issues, infection and femoral stem loosening. Update rec'd 8/31/15: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from toxic cobalt chromium metal debris, pain, and limited mobility. A doi has been added. The head and liner are now being reported to address general allegations of metal on metal. Update 12/21/15: pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported doi of (B)(6) 2010 and medical records confirmed same, doi will be updated. Pfs reported difficulty walking, pain, red lump at incision line, drainage on scar lump (B)(6) 2015, infection discovered (B)(6) 2015 during implant removal, left hip issues causing right leg to deteriorate and the patient has no left hip joint and hip damage related to removal process. Medical records reported a pseudotumor, draining sinus at mid-portion of lateral hip incision, septic granulation tissue, minimal staining of tissues related to metal, nonunion of the greater trochanter and abductor muscle deficiency related to prior injury, surgery, and infection. Pathology reports metallosis, necrosis, inflammation in tissues. The components were removed and antibiotic cement spacers placed. The labs results for metal ions were less than 7 parts per billion and not reportable. Medical records reported femoral stem was removed easily without bone loss but did not state it was loose. The screws will be added to the complaint for infection and will be reported since infection was now confirmed. The cup will also be reported. The complaint was updated on: jan 12, 2016. Update ad 10 aug 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and sticker sheets record. Ppf has no new allegations reported. Added lawyer, law firm, revision surgeon and account name. There were no new information provided. Doi: (B)(6) 2010, dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Per (B)(4) a medical record review is not required for this complaint record. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary.